Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm and exposure to moisture found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The insulin pump was received with a missing segments/partial display. The insulin pump failed the self test due to missing segments/partial display. The insulin pump passed the active current measurement and sleep current measurement. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm, pump error 3 alarm and pump error 63 alarm (variableinfo = 06) were recorded and found in the formatted history files on (B)(6) 2021 23:15:51.000, suspected on hw. The insulin pump was cut open to perform visual inspection and found a corroded motor home switch and a missing segments/partial display due to a cracked lcd glass. Corrosion was also found on the electronic assembly, force sensor, motor, vibrator and battery tube assembly noted. The original electrical board 2 was cleaned and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. No missing segments/partial display noted. Missing segments/partial display was confirmed due to a cracked lcd glass. A test motor was used and continued testing. The insulin pump passed the rewind test. In conclusion, the insulin pump had a constant pump error 38 alarm due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Missing segments/partial display was confirmed. Missing segments/partial display due to cracked lcd glass. Pump error 38 alarm was confirmed. Pump error 38 alarm due to a corroded motor home switch. Critical pump error (open book image) alarm was confirmed due to pump error 3 and pump error 63 alarm. Critical pump error (open book image) alarm, pump error 3 alarm and pump error 63 alarm due to corrosion on the electronic assembly. During visual inspection, corrosion was also found on the force sensor, motor, vibrator and battery tube assembly noted. The insulin pump exposed to moisture confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer stated critical pump error alarm occurred with a red x and open book image. Customer stated they were swimming in the pool when the event occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.